Event description:
Pt's hemodialysis treatment was initiated using a non reuse dialyzer after all routine checks were completed. The dialyzer as per manufacturer's recommendations was checked for residual steriliant -renalin- on the blood side of the dialyzer. The pt within 3 minutes of initiation of his treatment became short of breath, flushed with a feeling of impending doom. The pt's treatment was immediately stopped. The pt was stabilized and sent per squad to the ER. Pt was subsequently admitted. In search for a cause for the pt reaction, it was noted the dialyzer checked very positive for residual steriliant -renalin-on the dialysate side causing concern the pt was exposed to renalin. Checking for renalin on the dialysate side is not recommended and not part of routine testing. This was the 11th of this dialyzer. Previous uses on the following dates: 2007 - 2008.